Event description:
Procedure: tonsillectomy. Based on the medwatch filed by the user facility, without coming in contact with the pt's lip the pt rec'd a 1cm burn from the active electrode cable. The biomedical engineer tested the electrosurgical unit and reports "the unit passed all safety tests and performance testing. No obvious cuts or faults in insulation of electrode cable insulation." The report from the user facility did not indicate the make of the electrode or return electrode. Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the info rec'd.